Event description:
It was reported that there were patient anatomy and access issues during an attempted implant of a right ventricular lead. The lead was not used and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.